Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed the fill estimate was inaccurate after loading a cartridge with 150 units. During troubleshooting, tandem technical support educated the customer that the fill estimate of over 60 units was accurate. The customer reported an elevated blood glucose level of 250 mg/dl, which was addressed with a correction bolus.